Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which a nurse, from vascular access team, observed leaking of saline solution from the set at the connection of extension set and blue clave connector (manufacturer: ICU medical/hospira) site was not confirmed during sample evaluation. One actual sample and one companion sample was available for evaluation. No defects were identified during visual inspection and during pressure test at 8psi. The samples were working within specification during evaluation. No root cause could be identified. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Baxter sales representative reported to product surveillance on behalf of customer of an administration set in which a nurse, from vascular access team, observed leaking of saline solution from the set at the connection of extension set and blue clave connector ((B)(4)) site. The reported condition occurred during patient use. A patient was involved. Patient lost unknown amount of blood (less than 250ml), but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. If the sample is received or additional information becomes available, a follow-up report will be submitted.